Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The technician determined the switch required replacement as it was not properly working.

Event description:
It was noticed during inspection at the user facility that the device continued to run attachments after the foot pedal was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was noticed during inspection at the user facility that the device continued to run attachments after the foot pedal was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.